Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: pt status post t-pal implantation on (B)(6) 2012 date returned to surgeon for follow up. X-rays taken on (B)(6) 2012 show the cage is dislocated. Surgeon noted pt is clinically unremarkable and is not removing the implant at this time.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.